Event description:
It was reported that pump experienced repeated malfunction alarms with code 12 and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to switch to multiple daily injections as backup therapy, was provided replacement pump with updated software.